Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a loose and flush drive support disk. Analysis was unable to verify the compromised force sensor system alarms or to perform the prime test due to a motor error alarm. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's father called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was 126 mg/dl. The caller stated the motor cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.